Event description:
Addendum: additional information received from the site indicated that the patient underwent CABG approximately thirty-three months post index procedure. As per the source document, the patient presented to the hospital with a complaint of chest pain and referred for cardiac cath. Cardiac cath revealed multiple vessels occluded including lmca (80%), mlad (70%), prca (10-20%), drca occlusion, svg proximal diagonal (50-60%), and finally svg right coronary artery showed a severe stenosis of 95% within the previous stent. Native rpda was normal in caliber. The patient was ruled out for mi. The patient was referred for CABG as cath showed severe native vessel coronary artery disease as well as bypass coronary artery disease. As reported, the patient appeared to have bypassable pda, lad, and om. The event was resolved without sequelae. The event was not related to the index stent, drug, or procedure in an investigator's opinion.

Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.5 x 18 mm stent implanted during the index procedure. The stent was implanted in the mid segment of the saphenous vein graft (svg) to the right posterior descending branch (r-pda). There were no reported procedural complications or device deviations reported. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient had an angiogram due to chest pain. The patient was found to have a 95% in-stent-restenosis (isr) of the previously implanted cypher stent. The lesion treated was reported to be target vessel/non-target lesion. The patient did not have a myocardial infarction (mi). The isr was treated by percutaneous transluminal coronary angioplasty (ptca). The residual stenosis was 0%. No additional information was available. The event was a serious adverse event (sae). The event was reported to have a possible relation to the study device and was unrelated to the study procedure/drug.

Manufacturer narrative:
The svg/r-pda target lesion was reported to be: de novo, mid, an 80% stenosis, 3.5 mm vessel diameter, 15 mm length, not calcified/tortuous, possible thrombus present, and type c. The lesion was not pre-dilated. A cypher 3.5 x 18 mm stent was implanted at 15 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A patient from the (B)(4) study experienced restenosis approximately five months post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace include previous CABG-1997, hyperlipidemia, hypertension, diabetes mellitus, allergy/skin rash, and potassium allergy. The patient was enrolled in the study and had a cypher 3.5 x 18 mm stent implanted during the study index procedure. The stent was implanted in the mid segment of the saphenous vein graft (svg) to the right posterior descending branch (r-pda). The lesion was described as type c with 80 % stenosis and possible thrombus present. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. There were no reported procedural complications or device deviations reported. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient had an angiogram due to chest pain. The patient was found to have a 95% in-stent-restenosis (isr) of the previously implanted cypher stent. The patient did not have a myocardial infarction (mi). The isr was treated by percutaneous transluminal coronary angioplasty (ptca). The residual stenosis was 0%. No additional information was available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes) and vessel/lesion factors (type c) that may have contributed to this patient's restenotic event.

Manufacturer narrative:
Additional information/cec adjudication was received for this (B)(4) study patient. The adjudication received indicated that the patient experienced a peri-procedural myocardial infarction (mi). Additional information received from the (B)(4) study cec adjudication minutes indicate that the elevated enzymes obtained post index procedure were adjudicated as arc (peri-procedure pci). Therefore, a peri-procedural myocardial infarction is reported. Past medical history that may have increased this patient's risk for mace include previous CABG-1997, hyperlipidemia, hypertension, diabetes mellitus, allergy/skin rash, and potassium allergy. The patient was enrolled in the study and had a cypher 3.5 x 18 mm stent implanted during the study index procedure. The stent was implanted in the mid segment of the saphenous vein graft (svg) to the right posterior descending branch (r-pda). This product is indicated in de novo lesions in native coronaries. The lesion was described as type c with 80 % stenosis and possible thrombus present. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. The cardiac enzymes were elevated post procedure and the patient was diagnosed with a peri-procedural mi. No revascularization was performed and the event resolved. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient had an angiogram due to chest pain. The patient was found to have a 95% in-stent-restenosis (isr) of the previously implanted cypher stent. This event was previously reported. The patient did not have a myocardial infarction (mi). The isr was treated by percutaneous transluminal coronary angioplasty (ptca). The residual stenosis was 0%. No additional information was available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to a diagnosis of myocardial infarction. Review of the information provided suggests that there are possible patient factors (specifically diabetes, CABG) and vessel/lesion factors (svg vessel, type c) that may have contributed to this patient's event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that this (B)(4) study patient had a peri-index procedure mi and two events of coronary artery restenosis. This is a (B)(6) male with medical history including angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), history of previous CABG-1997, hyperlipidemia, hypertension, history of diabetes mellitus, history of allergy/skin rash, and a potassium allergy. The report received from the cypress study indicated that the patient was enrolled in the study during (B)(6) 2009 for acs duration of 4 days and had a cypher 3.5 x 18 mm stent implanted during the study index procedure. The stent was implanted in the mid segment of the saphenous vein graft (svg) to the right posterior descending branch (r-pda). The svg/r-pda target lesion was reported to be: de novo, mid, an 80% stenosis, 3.5 mm vessel diameter, 15 mm length, not calcified/tortuous, possible thrombus present, and type c. The lesion was not pre-dilated. A cypher 3.5 x 18 mm stent was implanted at 15 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. Post procedure the cardiac enzymes were elevated and this event was adjudicated an mi. The patient was discharged the day after the procedure. Approximately five months after the index procedure, ((B)(6) 2010) the patient had angiography due to chest pain. The patient was found to have a 95% in-stent-restenosis (isr) of the previously implanted cypher stent. The lesion treated was reported to be target vessel/non-target lesion. The patient did not have a myocardial infarction (mi). The isr was treated by percutaneous transluminal coronary angioplasty (ptca). The residual stenosis was 0%. No additional information was available. The event was a serious adverse event (sae). The event was reported to have a possible relation to the study device and was unrelated to the study procedure/drug. Additional information received from the site indicated that the patient underwent CABG approximately thirty-three months post index procedure ((B)(6) 2012). As per the source document, the patient presented to the hospital with a complaint of chest pain and referred for cardiac cath. Cardiac cath revealed multiple vessels occluded including lmca (80%), mlad (70%), prca (10-20%), drca occlusion, svg proximal diagonal (50-60%), and finally svg right coronary artery showed a severe stenosis of 95% within the previous stent. Native rpda was normal in caliber. The patient was ruled out for mi. The patient was referred for CABG as cath showed severe native vessel coronary artery disease as well as bypass coronary artery disease. As reported, the patient appeared to have by-passable pda, lad, and om. The event was resolved without sequelae. The event was not related to the index stent, drug, or procedure in an investigator's opinion. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15035109 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
Addendum: additional information regarding (B)(6) 2012 procedure was received through cec adjudication minutes. Repeat angiography on (B)(6) 2012 for recurrent angina without a functional ischemia study revealed a 65% proliferative in-stent restenosis, no evidence of thrombus and timi 3 flow in the svg to the pda, as noted by the angiographic core lab. The provided catheterization report revealed severe 95% in-stent restenosis in the svg stent to the rca with good distal vessels. Additionally, there was severe ostial left main disease, mid lad disease, svg disease to the diagonal branch and severe global left ventricular dysfunction. Cardiac surgery was then consulted and CABG was recommended. On (B)(6) 2012, the patient underwent CABG surgery with a radial artery to the om, a radial artery to the lad and a svg to the pda. The operative report noted that during intrapericardial dissection, the patient became rapidly unstable with st segment changes, severe hypotension, depressed lvef and near cardiac arrest. Intra-aortic balloon pump was placed. Based on impaired ventricular function it was decided the patient would benefit from an aicd which was placed on (B)(6) 2012. Post-operatively on (B)(6) 2012, the ck was 464 (nl 308, ratio 1.5). There are no additional cardiac enzyme results available per the site. ECG core lab analysis of post-operative ecgs has been requested. The patient was discharged on (B)(6) 2012. Please note that the code for reocclusion ((B)(4) 2012) was previously reported at the time of initial report. Additional information will be submitted within 30 days of receipt.